Event description:
An aa4203tl model lens, diopter 19.0, tore as it was advancing through an mtc60c cartridge. The lens was implanted and removed in pieces with no patient injury. It is unknown as to why the lens tore. The model and lot number of the injector are unknown.

Manufacturer narrative:
Investigation under iaca is on-going.